Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d10; g1; g3; g6; h1; h2; h3; h4, h6. D10: item# 6307-00-210; lot# 1396886. Item# unknown articular surface; lot# unknown. H6: proposed component code - mechanical (04) - femur. Visual examination of the returned products found they exhibited signs of being implanted scratched / nicked and foreign material on the distal surface. Radiographs were provided however per medical professional review: images not sent as translation of revision records provided confirm findings of loosening. Medical records were reviewed by a hcp and found: that there was loosening of the left ptg, all implants were removed, bone loss noted around femoral. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint was confirmed for loosening and for revision by the product that was returned. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# 6307-00-210; lot# 1396886. G2: foreign - event occurred in france. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately twenty-two (22) years post-implantation due to loosening and pain (gonalgia) caused by macrophagic reaction. There are also bone geodes (leisions) present, but no infection is present. Attempts have been made and no further information has been provided.